Event description:
Following a diagnostic catheterization, the physician performed an arteriotomy closure with a closer tsl6 fr. Device on event date. The device deployment was successful, the suture was cut with a sterile new blade and a tegaderm was applied. The pt was given instructions to remove the bandage the following day, and was discharged. The pt presented back to the ER eight days later complaining of pain and discharge from the right groin. The ER discharged the pt following examination. The pt returned to the ER 2 days later with more swelling, pain, and discharge from the site. The pt was admitted and treated with antibiotics. After several days of antibiotic treatment, the pt remained unresponsive and symptomatic. Seven days later, the pt was transferred to ICU and went to surgery the following day. In surgery, an infected portion of the artery was removed and the location was grafted. The perclose rep spoke to the pt 4 days later who reported feeling better and would be discharge the next day. The perclose rep also spoke to the cardiologist to confirm the pt's progress. There was no report of adverse pt outcome following hosp discharge.